Event description:
It was reported that foreign matter was found on 5 bd luer-lok¿ syringes' plunger rods and barrels in the bulk sterile pharmacy convenience trays before use. The following information was provided by the initial reporter: "black amorphous and light/flakey removable material observed on syringe surface, plunger rod and barrel."

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 0041190. D.4. Medical device expiration date: 11/30/2024. H.4. Device manufacture date: 3/11/2020. D.4. Medical device lot #: 0038923. D.4. Medical device expiration date: 11/30/2024. H.4. Device manufacture date: 4/16/2020. H.6. Investigation: a device history record review was completed for provided potential final lot numbers 0041190 and 0038923 and all applicable sub-assembly lot numbers. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this issue, five samples were returned for evaluation by our quality engineer team. Through examination of the samples, foreign matter was identified. Small black specks of foreign matter were observed outside of the plunger rods retaining ring and inside of the barrel flange where the two surfaces touched. The foreign matter was outside of the fluid pathway and appeared to be loose. At this time, an exact cause related to the manufacturing process could not be identified for this incident.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that foreign matter was found on 5 bd luer-lok¿ syringes' plunger rods and barrels in the bulk sterile pharmacy convenience trays before use. The following information was provided by the initial reporter: "black amorphous and light/flakey removable material observed on syringe surface, plunger rod and barrel.".